Manufacturer narrative:
When the distributor communicated with the dental assistant on march 6, 2018, the distributor tried to obtain information about the patient. The dental assistant promised to call back with the information. No response was received.

Event description:
On march 13, 2018, nakanishi received an email from a distributor ((B)(4) USA) about a handpiece overheating. Details are as follows. The event occurred on (B)(6) 2018. The dentist was working on a posterior composite for a patient using the handpiece, forza f5 (serial no. (B)(4)). Since the patient started groaning during the procedure, the dentist thought the patient needed to be numbed up more, then the dentist did so. However, the patient did not stop groaning. The dentist found a white blister on the patient's cheek. The dentist touched the handpiece head and noticed the handpiece overheating. According to the dental assistant, the dentist tends not to use the water spray during shaping with the device and the water was off at the time of the event. The patient returned to the dental office for follow up about 2 days after the event and had the burn looked at by the dentist. On (B)(6) 2018, the distributor confirmed in the communication with the dental assistant that the burn was healed.

Manufacturer narrative:
Upon receiving the device involved in the MDR event from a distributor, nakanishi conducted a failure analysis of the returned device that included measuring the operating temperature of the device [c180313-08]. These activities are described in more detail below. Methodology used: a) nakanishi examined the device history record and the repair history for the subject forza f5 device [serial number: (B)(4)]. There were no problems observed during the manufacturing or testing noted in the DHR. There were also no repair history records since the device was shipped. B) nakanishi conducted a visual inspection of the returned device and performed a simple movement test. There were no visible abnormalities, such as cracks or dents, on the outside of the handpiece. Nakanishi then set a test bur in the handpiece and rotated it by hand. Nakanishi observed that the bur did not rotate smoothly. C) nakanishi conducted temperature testing of the returned device in the following manner: c.1) temperature sensors were attached to the exterior of the device at various test points. This included the point most proximal to the patient (testing point (1)) and points further toward the distal end of the device (testing points (2) through (4)). The test setup was prepared to take temperature measurements at all points simultaneously, including a reference measurement at ambient room temperature. C.2) nakanishi attached a thermocouple (sensor to measure a temperature) to each of the testing points. Nakanishi rotated the device's motor at 40,000 min-1, which is the maximum rpm for the motor that drives the handpiece (200,000 min-1 for the handpiece), with water spray, and measured the exothermic response. C.3) nakanishi measured the temperature rise of the returned handpiece set at 200,000 min-1 (motor revolution 40,000 min-1). Nakanishi observed an abnormal temperature rise at test point (1) and (2) a few seconds after the start. Temperature measurements 13 seconds after the start are as follows: test point (1): 96.3 degrees c. Test point (2): 137.8 degrees c. Test point (3): 33.5 degrees c. Test point (4): 26.1 degrees c. The rise in temperature was so sudden that the test was concluded 13 seconds into the planned 5 minute evaluation period. Identification of the specific failure mode(s) and/or mechanism(s) and the associated device components involved: a) nakanishi disassembled the handpiece and performed a visual inspection of the inside parts. Nakanishi observed the following phenomena: the bearing retainer (ball retaining part) on the rear side of the cartridge (on the push button side) was damaged (deformed). There was debris in the headcap. B) nakanishi took photographs of all of the disassembled parts and kept them in the investigation report#: (B)(4). C) nakanishi then replaced the damaged cartridge (including the bearing) with a new cartridge and measured the exothermic situation yet again. There was no abnormal rise in temperature during the 300-second-test period (see below). Nakanishi confirmed that the returned handpiece was operating as expected and within temperature specifications once the damaged bearing had been replaced. Test point (1): 30.7 degrees c. Test point (2): 31.6 degrees c. Test point (3): 26.5 degrees c. Test point (4): 27.1 degrees c. Conclusions reached based on the investigation and analysis results: 1) nakanishi identified that the cause of the overheating of the returned device was abnormal resistance during rotation caused by the damaged bearings due to the ingress of undesirable materials into the bearing. 2) a lack of maintenance causes the accumulation of debris on the inside parts, which causes debris ingress into the bearing during rotation. This contributes to the handpiece overheating. 3) in order to prevent a recurrence of the handpiece overheating, nakanishi took the following actions: 3.1) nakanishi reviewed the operation manual and reconfirmed clarity and understandability of the instructions. 3.2) nakanishi reported the above evaluation results to brasseler USA and directed brasseler USA to remind the user of the importance of maintenance, as instructed in the operation manual.